Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after a meal of approximately 25 grams of carbohydrates, with a highest cgm reading of 219 mg/dl confirmed by glucometer at 217 mg/dl for about one hour; the user wore a g7 sensor and a teflon infusion set on the thigh, and troubleshooting of insulin delivery and connections showed no issues and no alerts. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.